Manufacturer narrative:
Catalog number in d4 is the similar us list number, the international list number is unknown. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of buried bumper syndrome. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Patient visited the clinical center for pain and on (B)(6) 2025, it was reported that the patient was diagnosed with buried bumper syndrome. The tubing was removed and the patient has switched to oral therapy and is now hospitalized in the gastro department.